Event description:
During a ptca/stenting treatment procedure, the maverick otw 15/3.0 mm balloon ruptured after being inflated to 7 atms for 20 seconds. The maverick otw balloon was being used to pre-dilate a lesion in the circumflex coronary artery. The maverick otw balloon was removed and replaced with a powersail 15/3.0 mm balloon to successfully pre-dilate the lesion. No pt injuries or complications were reported.